Event description:
It was reported that when the carelink monitor dials it gets an operatory. The monitor had previously been working. A new monitor will be sent to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.